Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 336-400 mg/dl. The customer went to the emergency room and was subsequently hospitalized due to vomiting and high ketone levels. The customer was treated with fluids and an insulin drip. At the time of the report with tandem technical support there was no permanent damage to the customer, and the customer was still admitted in the hospital. Multiple attempts were made to follow up with the customer; however, no response was received.